Manufacturer narrative:
(B)(4). This unit was field serviced by a carefusion authorized service technician. The service technician replaced the power board to address the reported issue and returned the defective component to carefusion for failure analysis. Results of investigation: carefusion received the suspect power board but was unable to duplicate the customer¿s reported issue during testing and evaluation. During initial bench testing and calibration test the power board would power up the golden testing ventilator and passed all testing¿s. The unit was working normally within specification passing a 4 hour extended duration test. The unit did not produce any unusual alarms or error conditions. Service technician was unable to determine what the problem was due to the unit not being return with the defective power board. Visual inspection of the power board did not reveal any anomalies and no signs of overheating or damaged components. Carefusion scrapped the power board after testing and evaluation.

Event description:
It was reported to carefusion that the unit had a "reset" alarm occurred and there was no audible alarm. The unit was not on a patient at the time of the event.